Manufacturer narrative:
Concomitant medical products: dtba1d4 crt-d and 0295 competitor lead, implanted: (B)(6) 2016, fr995-25 tissue valve, implanted on (B)(6) 2017.

Event description:
It was reported that the patient experienced post-traumatic stress disorder from a lead that "malfunctioned" and as a result, the patient required cardiopulmonary resuscitation (CPR). Communication attempts were made for additional information but were unsuccessful. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.